Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. H3 and h6. Codes: updated. Device evaluation: per visual inspection; upstream occlusion seal (uso) seal buckling and replaced. The device event log/alarm history was reviewed, and there was no event history related to the current complaint. Could not confirm customer complaint of ¿cassette error¿ by preforming downstream occlusion test, latch lock test and 50ml cassette test. The cassette alarm did not come on. Could not duplicate the complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a cassette error. Occurred during testing. There was no patient involvement.